Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. One unused sterile proglide device with lot number 20612j1, and an additional unused sterile proglide device with lot number 20515j1 were returned for evaluation. Functional testing was performed and the devices met manufacturing criteria. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history records for the sterile unused devices did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second proglide device referenced is being file under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a posterior cuff miss occurred. A second proglide was attempted with the same result. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.